Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the zimmer skin graft mesher serial number (B)(6) by a zimmer biomet certified service repair technician on (B)(6) 2020 revealed that the unit was warped and not latching correctly, multiple fasteners, side plates and handle needed to be replaced, and the unit needed to be reassembled. Repair of the device was performed by a zimmer biomet certified service repair technician on (B)(6) 2020 which included replacement of the handle, left hinged top, right hinged top, left side plate, right side plate, shoulder bolt, cap nut, and washer. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested.. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the locking screw was getting stuck, the device was not meshing skin without getting stuck and the handle was difficult to turn. No adverse events were reported as a result of this malfunction.